Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The surgeon reports that the gamma iii stem broke inside the patient when she was walking normally, when she felt pain returned to the surgery and the break was identified, no further information until this moment. Tt was performed a new surgery (revision).

Event description:
The surgeon reports that the gamma iii stem broke inside the patient when she was walking normally, when she felt pain returned to the surgery and the break was identified, no further information until this moment. Tt was performed a new surgery (revision).

Manufacturer narrative:
The reported event that trochanteric nail kit, ti gamma3® ø11x180mm x 125° was alleged of 'implant breakage - nail' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the damage of the implant during the drilling by the user, which caused the weakening of the implant. The device inspection shows traces of drilling on the hole of the nail proving that a misdrilling occured, which most likely weakened the implant. The nail should have been discarded and replaced by a new one inter-operatively. The bearing zone on the lag screw hole where the lag screw rests shows burs that are the result of the application of high forces, proving a history of overload. Furthermore, the breakage areas show one shiny surface on one side of the bridge, which confirms that the device broke first at that level, and had the two parts rub onto each other ( thus polishing the metal). The second part of the bridge shows an oblique line, showing that the device finally gave in from torsional overload. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.